Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Related manufacturer reference # 1627487-2019-13314), (related manufacturer reference # 1627487-2019-13315), (related manufacturer reference # 1627487-2019-13316), (related manufacturer reference # 1627487-2019-13317). It was reported that the patient is experiencing ineffective stimulation due to high impedances on all lead contacts. As a result, the patient may undergo surgical intervention.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were tested and impedances were within normal range. As a result, only the ipg was replaced. Effective therapy restored post-operatively.

Manufacturer narrative:
A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing.